Event description:
It has been reported to philips that the c-arm would not move. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
According to the additional information received, the system was in clinical use at the time of the event. The procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed that the c-arm would not move. Analysis of the log files identified a movement error, which confirmed the reported issue. A philips field service engineer (fse) inspected the system on-site and identified an issue with the clea extension board. The fse replaced the clea extension board, but then encountered sporadic triggering of the system¿s bodyguard. The bodyguard function is used to protect the patient by slowing system movement speeds when an object is sensed within a certain safety distance. To address this issue, fse replaced the motor voltage regulator (mvr) high power board and bodyguard tube sensor and cover, which resolved the issue. The defective mvr high power board and clea extension board were returned to philips for further analysis. The cause of the mvr high power board failure could not be conclusively determined by the supplier's part analysis. The analysis of clea extension board confirmed the malfunction of the board and identified electronic failure. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.